Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventive maintenance testing at the user facility, the device did not deliver. It was reported that a gemstar pump and a gemstar bolus cord were connected to the docking station. During testing, it was reported that "when testing bolus cord realized that docking station not working." There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.